Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise, inappropriate therapy, and variations in impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition. Additional information was requested but has not yet been received.

Event description:
Additional information was received indicating that high pacing impedance and oversensing due to noise which resulted in inappropriate anti-tachycardia pacing (atp) and an inappropriate shock was noted on the right ventricular (rv) lead.